Event description:
It was reported that while in the cardiac surgery department the intra-aortic balloon (iab) was prepped and inserted via the pt's right femoral artery. Blood was noticed in the catheter and the md stated that the tip of the balloon was separated from the catheter. The iab was removed and another iab was inserted via the same insertion site (right femoral artery). The intra-aortic balloon pump (iabp) therapy was delayed/ interrupted for 10 to 15 minutes, however there was no harm done to the pt. There was no reported death, injury, or complications. Medical / surgical intervention was not required. The pt outcome is listed as normal.

Manufacturer narrative:
(B)(4).